Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.027.035s. Lot: l748106. Manufacturing site: bettlach. Release to warehouse date: 30. Jan. 2018. Expiry date: 01. Jan. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The received pfna blade is broken as complained, therefore the complaint is rated as confirmed. The device was forwarded to the manufacturing site and all relevant features of the broken sleeve (component 60026319 with lot l689418) were re-inspected and no deviation from the specification could be detected. The review of the material certificate has shown that the material of the sleeve was according to iso norm 5832-11 for implants for surgery. The blade 04.027.035s with lot l748106 was manufactured in february 2018 with a lot size of 40 pieces and we are not aware of any other complaint for this article- and lot combination. Based on these findings a manufacturing related issue can be excluded. There was no information about the blade breakage provided, no patient data and no x-rays. Also it is unknown when the breakage occurred and how long the device was implanted. Therefore the root cause of the breakage cannot not be defined. The visible damages at the surface next to the fracture face of the pfna blade sleeve indicate that the device was exposed to high loads for a longer period of time. Therefore we can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure of the pfna blade. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was initially implanted with pfna system due to a hip fracture on an unknown date. The blade and nail were removed and replaced with an angle hip blade plate. It was difficult to remove the broken fragments, a new technique was needed when the drilling option was applied. The surgery was completed by using an hss drill to enable the guidewire with a hook to pull the blade out.

Manufacturer narrative:
This report is for an unknown pfna blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent hardware removal surgery due to a broken proximal femoral nail antirotation (pfna) blade. The blade had broken in the middle of the blade in the nail. The patient was initially implanted with pfna system on an unknown date. It is unknown if the implants were replaced. The surgery was completed by using an hss drill to enable the guidewire with a hook to pull the blade out. There was a surgical delay of approximately forty-five (45) minutes to access new options. There was no adverse consequence to the patient. This report captures the post-op event that involved a broken pfna blade while related complaint (B)(4) captures the intra-op event of broken adapter for pfna blade removal . Concomitant device/s reported: unknown pfna nail (part # unknown, lot # unknown, quantity# 1), unknown screws (part # unknown, lot# unknown, quantity# unknown). This report is for one (1) unknown pfna blade. This is report 1 of 1 for complaint (B)(4).